Manufacturer narrative:
Correction: d6a (implant date). Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 13mar2026. No further imaging is able to be provided for the investigation. The physician chose to deploy the zenith flex with spiral-z technology aaa endovascular graft iliac leg on the back table, flip it, and then reload the graft.

Event description:
It was reported that a type 3 endoleak was identified on a zenith flex with spiral-z technology aaa endovascular graft iliac leg during angiogram imaging. The physician then elected to reline the iliac limb with competitor stents. The endoleak resolved following graft relining. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: the device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d10, e4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 25feb2026, it was reported that the patient's anatomy was not tortuous or calcified in the area where the leak was found. It was confirmed that the leak came from a hole in the graft fabric. The patient was administered heparin to start the procedure. Inflation volume of the balloon was <30cc. No inflation device was used. Graft ballooning was performed at the proximal and distal ends. There was a part of the procedure that was performed off label, as the physician chose to flip the limb in reverse direction.